Manufacturer narrative:
Follow-up #1: date of submission 3/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: pump fails to power on. Corrosion in battery compartment. Battery compartment is cracked alongside of pump. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. No power to pump due to moisture damage. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged that the battery compartment was cracked and there was moisture within the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.